Manufacturer narrative:
This complaint has been identified as part of a voluntary recall. Section a2 and a4: unknown, as information was requested but not provided. Section b3: date of event: unknown, as information was requested but not provided. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: email address: unknown, as information was requested but not provided section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis toric ii optiblue 1 piece iol, model zcw that has a similar device, tecnis toric 1 piece iol model zct series which is distributed in the unites states under PMA (B)(6). Section h3: other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect: medical device problem code: 3191: no code available (unspecified issue with the lens) section h9: recall event ID: 93523 section h9: johnson & johnson surgical vision (jjsv) has initiated afield action related to tecnis® toric ii optiblue® (zcw) intraocular lenses (iols) due to an identification of a limited quantity of these products in which the cylinder axis marks do not meet product specifications for the allowable angle between low power meridian (lpm) and toric cylinder axis marks.this could potentially result in an increase in astigmatic error for patients that are implanted with the non-conforming iol depending on the magnitude of the incorrect angle relative to the lens toric markings. A secondary surgical intervention may be necessary to address the clinical impact, which could range from iol rotation, to corneal laser refractive correction, or explant of the iol and lens replacement. Complaints will continue to be monitored and investigated. Investigation is ongoing and corrective action will be implemented as appropriate. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had undergone implantation of a toric intraocular lens (iol) had worsened astigmatism after surgery. The issue was provided in response to the announcement of the zcw375 voluntary recall. Account indicated that the visual acuity value before surgery was about 2.5d, and after surgery it was about 4d. Account indicated that there was no axis deviation identified when worsening astigmatism had been noticed during patient monitoring. As of the reporting date, the physician has not received any complaints from the patient. There was no patient injury reported. The iol remains implanted. No further details were provided.